Manufacturer narrative:
No similar complaints have been received so far for the reported lot. All batches are released according to the required specifications. Batch record filling was checked and a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The assembly is performed in a cleanroom and during the assembly, operators wear protective clothing and hair caps. Two samples were received in opened blister packages. The syringes in one blister are partially used and the syringes in the other blister were determined to be unused based on the fill volume. No foreign material was observed inside of the syringes. Our lab has retested the returned sample and all results conformed to the specifications for the tested parameters of color, clarity and appearance. As no foreign material was observed in the returned complaint samples and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of this complaint can be attributed to a component related issue or a solution quality issue however, a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. After compounding, the viscoelastic solution is filtered. Depending on the length of the particle, it is very unlikely that the particle was introduced in the syringe during the filling process. The barrel suppliers perform quality measures of each product before it is released to include washing, drying, lubricating and assembly of the barrels and tip caps. Packaging of the syringe tip cap assemblies are performed under appropriate clean conditions. No dust generating materials shall be allowed in the manufacturing area. Additionally, the cannula supplier performs a visual inspection for foreign material on all product during the production process. Customer handling could also not be eliminated as potential root cause for the reported condition. Based on the complaint information and the investigation results, it can be concluded that the disposition of the product remains unchanged. We are unable to verify the complaint. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a viscoelastic product was used during surgery in which a silver fragment was found inside of the anterior chamber after lens implantation. The fragment was removed from the eye during the procedure with no impact to the patient. Additional information has been requested.